Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
High blood pressure and diabetes, as well as cardiac arrhythmias were developed. [Diabetes], high blood pressure and diabetes, as well as cardiac arrhythmias were developed. [Cardiac arrhythmia], it is said that the whole body is itchy speechlessly from head to toe after use. [Pruritus] high blood pressure and diabetes, as well as cardiac arrhythmias were developed. [Blood pressure high]. Case description: this case was reported by a consumer via call center representative and described the occurrence of diabetes in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. Co-suspect products included double salt dental adhesive cream (polident free denture adhesive cream) cream (batch number unk, expiry date unknown) for drug use for unknown indication. Concurrent medical conditions included joint pain. Concomitant products included no therapy. On an unknown date, the patient started polident denture adhesive cream and polident free denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream and polident free denture adhesive cream, the patient experienced diabetes (serious criteria gsk medically significant and other: gsk medically significant), cardiac arrhythmia (serious criteria gsk medically significant and other: gsk medically significant), pruritus and blood pressure high. The action taken with polident denture adhesive cream was unknown. The action taken with polident free denture adhesive cream was unknown. On an unknown date, the outcome of the diabetes, cardiac arrhythmia, pruritus and blood pressure high were unknown. The reporter considered the diabetes, cardiac arrhythmia, pruritus and blood pressure high to be related to polident denture adhesive cream and polident free denture adhesive cream. Additional information: this case was reported by a consumer via call center representative (phone) on 22 march 2021. The consumer reported that "polident denture adhesive cream and polident free denture adhesive cream are attached to dentures. It is said that the whole body is itchy speechlessly from head to toe after use. (S/he) went to the dermatologist and got a steroid injection and took some medicine, but it was okay only for a while. High blood pressure and diabetes, as well as cardiac arrhythmias were developed. Concurrent disease/ concomitant medication: bad joint / taking joint medicine, hypertension/ taking related drugs, cardiac arrhythmias/ taking related drugs.